Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), the yellow protective sheath was removed without resistance and the stent was found dislodged still partially attached to the stylet and the yellow protective sheath. There was no patient involvement and no clinically significant delay in the procedure reported. The physician decided to proceed with the interventional procedure without implanting a stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The loose /partially dislodged stent was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.